Event description:
It was reported that in 2004 in the operating room (or), the spring wire guide (swg) was inadvertently left in the pt (pt.) Resulting in the pt's death in the intensive care unit (IFU). The insertion site was the right internal jugular. Additional info received on (B)(6) 2011 from the claims manager at the hospital indicated a call was received from the rn which stated the triple lumen catheter was inserted via the right internal jugular, pre-op for bladder cancer surgery, by anesthesia on (B)(6) 2004. There is little to no documentation of the catheter procedure. A chest x-ray for placement was completed; however, questioned on if ever read by radiology. The pt was transferred to the intensive care unit (ICU) and had multiple medical health issues including diabetes. The ICU documented the line and another chest x-ray was obtained and read. The pt pulled out the triple lumen catheter and naso-gastric tube. On (B)(6) 2004, the pt was discharged from the hospital. The pt and other medical contacts from (B)(6) 2004 and (B)(6) 2007 including chest x-rays, with the swg identified. The pt had a consult with cardiothoracic surgery. The swg was in the right side of the heart and a decision was made to remove the swg on (B)(6) 2008 for the pt had a bump on the right side of the neck and questionable venous obstruction. During the removal of the swg in the vena cava and embedded in the right atrial wall, the pt developed pulmonary complications. The procedure was aborted and the pt was moved to the ICU where an echocardiogram was performed identifying hemorrhagic myocardium and peri-cardio effusion. The pt declined and coded on (B)(6) 2008. The pt was autopsied by the medical examiner and identified as a (B)(6) male, who succumbed after a procedure involving the inferior superior vena cava. A swg was embedded in the right atrial wall with a puncture noted. A 3.5 inch swg fragment was removed and apparently the wife has part of the swg.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.